Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the customer "complained of turn flow sensor alarms, also won't calibrate later on".